Manufacturer narrative:
(B)(4) (revision surgery). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent posterior lumbar fusion at l1-l3 and transforaminal lumbar interbody fusion on l3/4 on (B)(6) 2010. On (B)(6) 2016, patient underwent revision surgery because of l1 screw loosening. Removal of the l1 screw and extension of fixation levels(th8-l4) at upper level was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.